Event description:
A customer reported obtaining unexpected negative reactions with a patient sample containing anti-fya with capture-r ready-screen (3) test wells.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Reactions obtained on the echo at the customers facility appeared negative as reported by the instrument. Positive control resulted as expected. Immucor product investigations confirmed the presence of the fya antigen on retention product. Product performed as expected. The customer submitted the sample drawn on (B)(6) 2013 for investigation. The sample was tested on the echo with lot r272 and negative results were obtained. Testing was performed with a different lot (r276) of test wells and positive results were obtained with fya+ cells. To characterize the antibody, tube testing was performed on the returned sample using cell 3 (fya+) of retention panoscreen (3), lot 47050. The sample resulted as negative. The investigation did not identify a product deficiency. The reactivity observed appears to be sample related and unique to the nature of the antibody in the sample and its inability to react with donor (B)(6) on crrs3 lot r272. The patient's anti-fya was also non-reactive by tube method. The patient's anti-fya was detected by capture method using fy(a+) intact red blood cells on capture-select, and also by using a different lot of the crrs3 plate, which supports the reactivity characteristic of the antibody in relation with donor (B)(6). Donor (B)(6) is a first time donor. The blood donor management system (bdms) was updated to flag this donor for dna testing upon next donation. Dna testing may reveal evidence about the nature of the fya genome for donor (B)(6).